Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, considering the patient's severe pneumonia, excessive sputum, and difficulty in coughing up spontaneously, patient underwent tracheal intubation to establish an artificial airway. In the process of tracheal intubation for the patient, the balloon was found leaking, and the tracheal intubation was replaced immediately.